Manufacturer narrative:
Pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. No unexpected low battery alarm anomaly, unexpected restart error alarm anomaly or external ram crc error alarm anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple unexpected restart error. The customer blood glucose level was 7.9 mmol/l at the time of incident. It also reported that the insulin pump received unexpected restart error after battery change. Alarm occurred shortly after inserting a new battery. The customer was advised that insulin pump will need to be replace. The insulin pump will not be returned for analysis.